Manufacturer narrative:
Unit received with high sleep and active current due to corroded electronic assemblies. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool confirmed low battery alert and replace battery now alarm due to corroded electronic assemblies. Unit received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for replace battery now alarm. The customer stated that this was the second occurrence of replace battery now. The customer also stated that the insulin pump received multiple battery alerts such as failed battery and change battery now. The insulin pump will be returned for analysis.